Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the introducer needle was hard to remove and it was fractured while in the body. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the issue of needle break and needle hard to remove and the customer will be provided with a sensor replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of one returned used sensor and performed visual inspected and found needle separated from sensor base. Then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken needle found. In summary, the customer complaint for needle hard to remove was not confirmed. Needle passed per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.